Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a pre-test before insertion showed no problems, but after the catheter was placed and saline was flushed, there was an external leak. PICC was removed. No patient harm reported.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned sample found that use residue was present throughout the unit and the catheter tubing had been broken into four segments. Additionally, the catheter was returned taped to a yellow paper with some writing indicating that a leak was present at the 49cm depth marker and at the 56cm depth marker. The catheter segments were leak tested by flushing each segment with water using a 12ml luer lock syringe. During testing, two leaks were observed: one between the 34cm and 35cm depth markers and another between the 56cm and 57 cm depth markers. No leaks were observed at or near the 49cm depth marker. Microscopic inspection of the leak sites found that at both locations a diagonal tear with jagged fracture edges was present. The catheter was bisected and the inner wall inspected. The inner wall had additional impressions at both tear locations which did not penetrate the catheter wall. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.